Event description:
It has been reported to philips that fluoroscopy was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and found that the control unit of the side generator had a startup and communication failure with the system, making impossible to emit x-rays. Review of system logfiles confirms the malfunction caused by timeout establishing connection with the generator. Fse restored by restarting the system and advised to replace the generator control unit if happens again. After repeated startup tests, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.